Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced tape not sticking issue as the infusion set began to peel off on (B)(6) 2026. No further information is available.